Manufacturer narrative:
Investigation is ongoing. Device expected back. Manufacturing report # 2015691 -2022 - 06039 for related event device. Expected back.

Event description:
As reported, 23mm ultra sapien 3 in the aortic position, via transfemoral approach. The distal end of the esheath did not expand appropriately, which resulted in a large tear from advancing the delivery system. Resistance was met at the distal end of the sheath where the tip is supposed to expand. The tip did not expand as usual, it tore at the distal opening of the sheath.

Manufacturer narrative:
The device system was returned, and visual inspection revealed that the sheath shaft liner was fully expanded as designed, sheath distal tip was torn along the radial score line and the soft tip was stretched with the remainder of the tip attached. The distal tip did not open along the axial score line. All score lines were present. Flex tip gouges were observed on the delivery system. The liner expanded as designed. No dimensional inspection was able to be performed due to device return condition. No functional testing was able to be performed due to device return condition. No imagery was provided therefore no imaging evaluation was performed. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. Review of manufacturing mitigation revealed that during the manufacturing process, the sheath shaft components and esheath final assemblies are 100% visually inspected prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Although the complaints for failure sheath distal tip torn and introduce and navigate system through sheath / access vasculature resistance between system components difficulty advancing through sheath were confirmed, a complaint history is not required as the issue has been previously identified and root cause analysis captured in an existing product risk assessment (pra) and corrective action. A review of the lot history revealed complaints related to the event failure sheath distal torn, introduce and navigate system through sheath / access vasculature resistance between system components inability to advance through sheath and introduce and navigate system through sheath / access vasculature resistance between system components difficulty advancing through sheath. There was no indication that a manufacturing nonconformance would have contributed to the complaints. The following instructions for use (IFU) and training manuals were reviewed; IFU for esheath+ introducer set, IFU for commander delivery system, device preparation training manual and procedural training manual. No IFU/training deficiencies were identified. A risk assessment was performed on the reported event and revealed no evidence of product non conformances or labeling/IFU inadequacies. The complaints for failure sheath distal tip torn and introduce and navigate system through sheath / access vasculature resistance between system components difficulty advancing through sheath were confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing nonconformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, resistance was met at the distal end of the sheath where the tip is supposed to expand, however, the tip did not expand as usual, it tore at the distal opening of the sheath. Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear and while a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. Since no manufacturing nonconformances or labeling and IFU and training deficiencies were identified, no product nonconformance was confirmed. No corrective and preventative actions (CAPA) nor product risk assessment (pra) re escalation are required.